Event description:
On (B)(6) 2023, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius technical services this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced drain complication message and noted that her catheter was changed yesterday, but she is still receiving the drain complication message. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).